Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pocket revision procedure with pain and discomfort. The physician alleged the thin stature of the patient led to pain and discomfort from the implantable cardioverter defibrillator. The physician explanted and replaced the device. The patient was in stable condition.